Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having difficulty with infusion sets that would not stay on her body. Blood glucose level at the time of the call was 451 mg/dl. Customer reported that she was thirsty and had blurry vision. The insulin pump was not replaced or returned for analysis.